Manufacturer narrative:
The incident device was returned for eval, but was sent to the sterilizer for decontamination. We cannot provide investigation results or a conclusion ,until the device returns from decontamination and has been tested.

Event description:
A report was received through a distributor in a foreign country that, the end user had found that the catheter came off from the cone adapter during the suction and the catheter was left in the pt's tracheotomy tube. One of the staff took the catheter out of the tracheotomy tube. No pt injury or medical intervention beyond that mentioned. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the info that was provided by the facility, where the incident occurred.